Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with the stylus calibration. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus calibration issue, the stylus was not aligned with the cursor on the display. Analysis also noted that the touchscreen assembly was broken and the power cord bay was broken. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.